Event description:
Covidien - step dilator and cannula with radially expandable sleeve 12mm short ref: s100712 lot: p2f0399 - had a plastic piece of the diaphragm break off into the patient's abdomen on insertion of the camera.